Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient could not feel any stimulation and had difficulty charging the ipg. It was also stated that the ipg had difficulty communicating with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.